Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were above 500 mg/dl and 451 mg/dl. The customer did not report any symptom or treatment related to high blood glucose level. The customer reported sensor related issues. They refused troubleshooting as they did not feel okay. It was unknown whether the insulin pump was in auto mode at the time of the incident. The devices will not be returned for analysis.